Event description:
It was observed during the device inspection, the gastrovideoscope exhibited foreign material in the channel tube and a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d5, e1, e2 and e3. Additional information: d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. For the channel tube has foreign material malfunction a definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the reprocessing that could not be conducted properly physical damage of the device. For the gap between acoustic lens and ultrasound probe malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.